Manufacturer narrative:
Expiration date: na additional suspect medical device components involved in the event: model # tcn-15 lot 112116 description: nitinol tc electrode, 150 mm total quantity of one.

Event description:
Two returned electrodes were analyzed and visual inspection found that the epoxy has chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.